Event description:
Device was inadvertently activated by leaning on the activation button and saline came into contact with scrub tech. Scrub tech reported that the saline got hot quickly so it was removed. No burn was sustained.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.